Event description:
It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the prolieve catheter was inserted in the pt, the heat exchanger cartridge (hxc) was filled and there was adequate pressure between 13.9 psi and 14.0 psi. Approximately thirty-two minutes into the procedure, the water pressure dropped and the prolieve console stopped. Approximately three minutes later, the hxc had bubbles and low water. Approximately 150ml of water leaked into the pt's bladder, the pt had bladder contractions and urinated before the prolieve catheter was removed. Leaks were noted in the compression and anchoring balloons. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The device has been received, but evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.